Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch sensor was not sitting in the mold. A field service engineer (fse) replaced the entire hard stop assembly as the latch sensor appeared damaged. The assembly was changed, and the hardware was rebooted. The pyxibus cable was reseated, and the latch sensors were tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 3.1 was failing when closing the drawer, the sensor does not consistently indicate the drawer is closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.